Event description:
During a laparoscopic liver resection procedure, the device had an instrument error code 4, and the blade was broken. Used another like device to complete the procedure. There was no patient consequence.